Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusions alarms occurred. Reportedly, the supplies were changed to address the event. Blood glucose (bg) was over 600 mg/dl. Bg was addressed with a bolus and a manual injection.